Manufacturer narrative:
Additional investigation was performed for the compliant. During the investigation, did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead the issue was investigated through database application logs. The software support team's thorough investigation of the database application logs found failed login events in the user's sso logs. This suggests that the user was entering incorrect credentials. Issue was confirmed by log analysis. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: based on the logs it looks like the care partner is logging in from multiple devices. This would cause the previous device to be logged out when a new device is logged into the care partner account please advise them to create separate care partner accounts if multiple devices need to be logged in. The root cause is that the care partner was logging into multiple devices simultaneously. No logs or evidence of a carelink fault or error found. Helpline reported that issue was resolved and care partner could log in again and was made aware of multiple device login issue. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on have to keep logging in multiple times a day in the carelink-connect application. The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-6111.